Event description:
It was reported that when using the bd pyxis¿ medbank tower user observed that all narcotic medications could be issued to patients without required any validation code. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication issue without validation code. A technical support specialist (tss) remoted into myqlink to check for any settings or changes on the medication but found nothing unusual. Tss then proceeded to check the machine and noticed that the setting for validation code on override items only was enabled. Tss informed user of this finding and guided user on how to make the necessary changes so the issue would not happen again. The system functioned as intended after the technical support specialist troubleshot the device.